Manufacturer narrative:
Additional information (22jan2021): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse confirmed that there were issues for sample clog detection, abnormal sample aspiration, and probe crashes. An additional review of the photometer data suggested possible evidence of foaming in the cuvette after the reagent 1 sample delivery mixing. System was fully functional upon departure. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. Siemens could not rule out pre-analytical variables or sample specific issues as contributing factors. The instrument is performing according to specifications. No further evaluation of this device is required. Siemens filed the initial MDR 2432235-2021-00011 on 13jan2021.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine_2 (ecre_2) patient result was obtained on an atellica ch930 instrument. The initial result was not reported to the physician(s). The initial sample was repeated on an alternate atellica ch930 instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine_2 (ecre_2) patient result.